Manufacturer narrative:
Additional information added in section h5 device is a single use. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: based on the investigation results the sheath got damaged by mechanical overload resulting in damage of the image signal chain passing the position of the damage. Since the cause is excessive force during use, this is therefore an application error. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, during a r.i.r.s. Procedure, after 30 seconds they connect the device to tc028 adaptor. It went out and no image was displayed in the monitor. No negative impact in state of health reported.